Event description:
A pt with 8 cm segment of barrett's esophagus was to undergo a radiofrequency ablation procedure. During the procedure, the generator would not recognize the sizing catheter. The physician attempted to use another sizing catheter as well as two ablation catheters without success. The generator still would not recognize the catheters. As the pt was already anesthetized and intubated, the physician opted to perform argon plasma coagulation.

Manufacturer narrative:
The generator and disposable devices were analyzed as follows: all disposable devices had no visual defects. Eprom read ok and 100% energy was delivered. For the sizing and ablation catheters, the balloon inflated and held pressure. All of them performed within design specifications. When the devices were connected to the generator, the generator would not recognize them, however when the rf output cable was wiggled, the generator would recognize the attached device. The root cause was a bad rf output cable. The cable was replaced and the issue has been captured on CAPA# (B)(4).